Event description:
It was reported that via a remote transmission, the pulse generator exhibited consecutive premature ventricular contraction and high ventricular rate episodes, which indicated undersensing in the atrial channel. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.